Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose readings of 400 mg/dl and was treated with a syringe. Customer symptoms of nausea and vomiting and stated that the high blood glucose readings persisted after a set change. Customer's blood glucose reading at the time of the call was 130 mg/dl. No further information reported.